Manufacturer narrative:
Two (2) new product was received for evaluation. Visual and functional inspections found there were no damages or anomalies observed. The reported issue was not duplicated without the return of the used sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that two pumps alarmed downstream occlusion with an extension set. Reporter stated the extension set was put the right way, clamps were open, straight and not bent. Reporter stated they took a new extension set and put it to the cassette and with both pumps still got downstream occlusion alarms. After these attempts, a third pump was used, and one extension set was able to be primed. There was no patient involvement.